Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 2 of 2 consumer reported needle hub separated and stayed inside of the shield. Also reported needle shield difficult to remove. Consumer found this additional syringe todaye. Lot #: 9301561 catalog #: 328520 event date (B)(6) 2020

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/23/2020 h.6. Investigation: customer returned (2) 1/2cc, 6mm, 31g relion syringes in an open poly bag from lot # 9301561. Customer states that the needle hub separated and stayed inside of the shield and the needle shield is difficult to remove. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9301561. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200854420] noted for out of spec shield pulls. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the guide was out of adjustment. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 2 of 2. Consumer reported needle hub separated and stayed inside of the shield. Also reported needle shield difficult to remove. Consumer found this additional syringe today. Lot #: 9301561. Catalog #: 328520. Event date: (B)(6) 2020.